Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreases in sensing and pacing lead impedance were observed. Externalized conductors were observed via fluoroscopy. The lead was capped and replaced. Patient condition after the event was good.